Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The sheath was removed from packaging and no visible damage was observed. Sheath was prepared with no flushing issues. The sheath was placed into the patient. The physician inserted the farawave and aspirated. The sheath would only aspirate with a large amount of force. The physician removed the farawave and then removed the sheath. The sheath was tested by flushing and the sheath would not flush. The physician attempted multiple times. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device has been received for analysis.

Manufacturer narrative:
The returned sheath was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported aspiration issues cannot be confirmed as aspiration was performed during testing of the device without issue. Additionally, no leaks or blockages that could have contributed to aspiration issues were identified and the sheath was otherwise found to be fully functional.

Event description:
It was reported that during an atrial fibrillation procedure, a faradrive steerable sheath was selected for use. The sheath was removed from packaging and no visible damage was observed. Sheath was prepared with no flushing issues. The sheath was placed into the patient. The physician inserted the farawave and aspirated. The sheath would only aspirate with a large amount of force. The physician removed the farawave and then removed the sheath. The sheath was tested by flushing and the sheath would not flush. The physician attempted multiple times. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The sheath has been returned for analysis.